Manufacturer narrative:
Physio-control provided the customer with technical assistance and advised the customer that it may be an issue with the large keypad. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with this event.